Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas device experienced a cracked screen, and a replacement unit was provided with instructions for return of the damaged device and data sync prior to shutdown. Symptoms included no reported adverse health effects and no alerts or alarms. Outcomes included no impact to clinical status and continued use of the patient¿s cgm and phone or receiver while awaiting the replacement. Investigation included complaint handling and attempts to retrieve the device for evaluation. Investigation of this case revealed that the damaged device was not returned after multiple contacts, preventing analysis of the device. It was concluded that the device problem involved the display component, and a definitive root cause could not be determined due to the unreturned device.